Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported that the hcp saw the patient and the issues were resolved. It was reported that the burning had gone away and coverage had gotten better since re programming.  The patient reported that no further adjustments were needed at that time. No further complications were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturing representative (rep) reporting that on electrodes 8 through 15 impedances were over 10,000 ohms at the default amplitude setting of 0.7. It was indicated that the patient was not getting 100 percent coverage of their painful area which included their left buttock and their entire left leg including the foot and toes and could get stimulation in their ribs. They also had some burning at their pocket site in their left buttock. They were instructed to turn their stimulation off to see if it resolved it or not. There were no known external factors that may have led to the reported issues. The patient¿s impedances were checked and reprogramming was performed today ((B)(6) 2018). The patient set up an appointment to be seen by their doctor at the clinic on (B)(6) to discuss the issues further. The issue was not resolved at the time of the report. No surgical intervention occurred, and it was asked but was unknown if surgical intervention was planned. It was asked but was unknown when the event began. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated that the implant site was burning during recharging. It was stated that it felt like the site was on fire and was very painful. It was noted that the patient did not normally stop the recharging session when the issue occurred. Information was reviewed and the patient was redirected to their health care professional (hcp). It was also mentioned that the patient did not have their hcp information. No further complications were reported.